Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. The lens was explanted. At a later date the lens was replaced for a weaker power but same model and length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).